Event description:
While the hosp staff was providing routine care of the pt's tracheostomy tube, it was discovered that the disposable inner cannula (dic) was protruding. It was reported that the inner cannula had broken and completely separated; the tube had migrated upward, possibly due to the pt coughing. The trach tube had been placed 8/20/96 (changed monthly). The dics are changed every 12 hours. The pt was being weaned off the ventilator. No pt injury was reported.